Event description:
It was initially reported that the pt had been experiencing an increase in seizure intensity and pain. The reporter felt that the battery may be ending soon. Attempts for additional info have been unsuccessful to date.